Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the stapler did not unclamp or fire. The procedure was converted to laparoscopy. Intuitive surgical inc. (Isi) followed up and confirmed that the nurse was referring to the stapler incident. The hospital has had no reports of issues with the vessel sealer extend.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on the in-house system. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sureform green 60 reload and sureform white 60 reload. Visual inspection was performed, and no damage was observed. Log review showed that the instrument was clamped and unclamped several times successfully and no firing issue was observed.

Event description:
Refer to h10/h11 for follow-up information.